Manufacturer narrative:
(B)(4). Baxter apatech completed the investigation. Sample evaluation could not be performed as no sample was available. Batch review was performed and it was determined all release/testing specifications were met. Baxter apatech discovered 8 deviations reported during the manufacture and packing of this batch of device, however, none of the deviations were deemed to affect or result in the event reported and could not have contributed to the event. CAPA determination was performed and it was determined no CAPA was necessary as no trend was identified. The manufacturing facility conclusively determined no further investigation is required. Baxter sales representative followed up the reporting surgeon and the or staff on the instructions-for use and how to appropriately use the product. This is the first complaint of this nature received for this product lot. The complaint will be kept on record for trending purposes.

Event description:
Baxter sales representative was notified of an adverse event from the surgeon who performed a procedure in (B)(6) 2012. The surgeon implanted actifuse which resulted in bone growth which required a follow-up procedure. Baxter sales representative noted the product was used off label. The following additional information received on (B)(4) 2013: (B)(6) 2012 was the original surgery and the revision surgery was on (B)(6) 2012. The surgeon removed ectopic bone growth around the foramen and had to decompress the nerve root. The surgeon also said he put actifuse in the inner body spacer and is aware that it is an off label use.

Manufacturer narrative:
(B)(4). Baxter medical assessment: actifuse should not be implanted in volumetrically unconstrained spaces. This is emphasized in the us IFU in three instances in the warnings (the graft must be secured to prevent potential migration and should only be used in surgical procedures where bone grafts are adequately contained), precautions (do not overfill or attempt to pressurize the bony defect site, as this may lead to extrusion of the product beyond the site of its intended application and damage to the surrounding tissues...), and application (secure the surgical site after implanting to prevent micro motion and implant migration) sections, respectively. Due to the non-indicated application (user error) that allowed product migration the bone regenerative process occurred in areas in which the actifuse has not been applied intraoperatively, resulting in exostosis and neural compression. The reported event has been possibly caused by a user error in the application of actifuse. A follow-up report will be submitted upon the review of the instructions for use with the surgeon.